Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 165 mg/dl and 379 mg/dl. The customer was treated with insulin pump for high blood glucose. The customer reported that the button error and insulin pump was suspended. It was reported that they couldn't troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.